Event description:
Customer emailed saalt to explain that they could not remove their cup alone, so they chose to seek medical assistance to have their cup removed by a doctor. Saalt requested additional information about their experience. Customer responded with details about their experience on (B)(6) 2021. They said it was their first time using a menstrual cup, and that they were unable to reach the stem of the cup without significantly bearing down. They tried to insert their fingers into their vaginal canal to feel for the cup. The cup was too high and out of reach. They also mentioned that they attempted to insert a finger up alongside the cup to try to break the seal and was unsuccessful. The cup had been inserted for 4 hours prior to their removal attempts, and it had been inserted 8 hours before they sought medical care (total of 11 hours by the time the cup was removed). The doctor mentioned that their cervix was high and that may have been why they struggled to remove their cup. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.